Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-05865 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported the patient faced a bent cannula on (B)(6) 2024. The blood glucose of the patient at the time of issue was 265 mg/dl. The issue occurred with 2 similar types of infusion sets and site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.